Manufacturer narrative:
Eval is progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the roller pump suddenly stop rotating. The pump display window showed errors: "pump stop" and "pump jam". The user tried to loosen the tubing occlusion, but problem persisted. Next, the user tried to remove the tubing and start the pump, same problem happened. The same reported issue happened during the case as well. The user was able to quickly correct the "pump jam" error and the roller pump worked for the remainder of the case. The device was not changed out the surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt.